Manufacturer narrative:
Section d4: primary UDI number: corrected. Manufacturer's investigation conclusion: review of the submitted log file data confirmed a transient pump stop; however, a specific cause for this event could not be conclusively determined through this evaluation. The heartmate ii original log files were not submitted; however, a graphic overview of the parsed data was provided. The graph contained controller data from (B)(6) 2023 ¿ (B)(6) 2024 and showed a transient pump stop on (B)(6) 2024. The pump appeared to operate as intended at the fixed speed for the remainder of the data. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump speed. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the hmii patient handbook, "alarms and troubleshooting", address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic and the healthcare practitioner found a pump stop on the patient's event history. The pump stop was confirmed in the log files. The patient was already using a non-grounded patient cable so they were admitted to be evaluated for a pump exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter postal office or zip code: (B)(6).